Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during archive review but not during initial functional testing. The reported user advisory (ua) 17 (max motor on time exceeded during active operation) error message was not confirmed during the archive review or initial functional testing. There were no device deficiencies found during the evaluation of the platform which could have caused or contributed to the reported complaint. The autopulse platform performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. A review of the archive data indicated a user advisory (ua) 18 occurred around the reported event date, confirming the reported complaint. In addition, the archive showed the presence of the (ua) 07 (discrepancy between load 1 and load 2 too large) error message during the same period, unrelated to the reported complaint. The user advisory (ua) 17 error was not present in the archive log as it was likely incorrectly reported by the user. The (ua) 18 and (ua) 07 errors were not duplicated during the functional testing. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (ua) 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance, however, based on additional information received from the customer on 02/01/2022, during the patient call, the platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and (ua) 18 (max take-up revolution exceeded) error messages and would not start compressions. The user switched to the second platform to resuscitate the patient. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during archive review but not during initial functional testing. The reported user advisory (ua) 17 (max motor on time exceeded during active operation) error message was not confirmed during the archive review or initial functional testing. There were no device deficiencies found during the evaluation of the platform which could have caused or contributed to the reported complaint. The autopulse platform performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. A review of the archive data indicated a user advisory (ua) 18 occurred around the reported event date, confirming the reported complaint. In addition, the archive showed the presence of the (ua) 07 (discrepancy between load 1 and load 2 too large) error message during the same period, unrelated to the reported complaint. The user advisory (ua) 17 error was not present in the archive log as it was likely incorrectly reported by the user. The (ua) 18 and (ua) 07 errors were not duplicated during the functional testing. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (ua) 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance, however, based on additional information received from the customer on (B)(6) 2022, during the patient call, the platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and (ua) 18 (max take-up revolution exceeded) error messages and would not start compressions. The user switched to the second platform to resuscitate the patient. No consequences or impact to patient.